Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an error code resulting in a red alert and beeping tones to be emitted. Device data is expected to be sent to rhythmcare for review at a future date. This device remains in service. No adverse patient effects were reported.